Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons did not react. The customer sent the product back for analysis and a replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had a corroded keypad trace. No button error alarm during testing. All buttons functioned properly. The insulin pump had a cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.